Event description:
A caregiver stated that they switched patient over to a wheelchair ventilator and moved her to another room. 5 minutes later the ventilator gave constant alarm; then shut down. The alarm stopped on its own. They said they never pushed a silence button. A distributor asked if they pushed "on-button" once when they put her on and they said that they pushed it twice and made sure the ventilator was on. (Once for stand-by mode, and twice for starting ventilation). A distributor have double checked the outlet and it is a proper outlet. The ventilator was plugged into ao power all the time except for when using it day time for about 2 hours. Battery was replaced on 8/4/2005.